Manufacturer narrative:
A ge rep evaluated the system and replaced the memory board. System operates as intended.

Event description:
The customer reported the system locks up and will not save images. No pt injury was reported.